Event description:
Additional information was received from the patient. They reported that the cause was due to their misunderstanding and that it was resolved on the call and they took notes to prevent this from happening.

Manufacturer narrative:
Continuation of d10: product ID: tm90p01, serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was trying to change their settings and the communicator was not powering on. The patient said they charged the device a week ago. Communicator function was reviewed with the patient, and it was reviewed that the communicator battery light only showed green when it was plugged in and fully charged. The patient said the communicator battery light had always been either red or green. The patient was able to connect to the implant and saw that MRI mode was still active. The patient said they had an MRI over a year ago and they deactivated MRI mode after the MRI. The patient said they didn't know how the device got back into MRI mode. The patient deactivated MRI mode. The patient turned the stimulation back on and said they could feel stimulation. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.